Event description:
Additional information received reported that the cause of the event was said to be due to the tip end being damaged. The pipeline had been placed in a straight section of the vessel when it failed to open. It was stated that the customer was afraid to proceed with the follow-up processing.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that because the aneurysm was giant, the customer requested to prepare several 5.0 x 35 mm dense mesh stents. The surgery proceeded smoothly. The customer initially established access. After the microcatheter p27 was in place, the client, concerned about difficulty opening the stent, preemptively opened the small wings and began stent delivery. After the stent reached m1, stent deployment began. The customer, following standard procedures, withdrew the microcatheter to 8 mm. However, the stent tip did not open. The entire stent was pulled into the neck, but the tip still did not open. The stent was retrieved and the procedure was repeated. However, the stent tip still could not open, occurred a fish-mouth shape. Discussed with the surgeon to replaced the stent, and two 5.0 x 35 mm stents were subsequently replaced. Both stents opened smoothly, and the surgery was successfully completed. The pipeline was used for an approved (on-label) indication. The device and any accessories were prepared as indicated in the IFU. The patient is alive with no injury. The patient was undergoing surgery for treatment of a saccular, unruptured cavernous sinus segment, part of which had entered the skull aneurysm with a max diameter of 40 mm and a 12 mm neck diameter. It was noted the patient's vessel tortuosity was moderate. The landing zone was 3.5mm distally and 4.7mm proximally. Dual antiplatelet therapy (dapt) was administered. The angiographic result post procedure was after placed two dense mesh stents, contrast agent retention in the aneurysm was evident, and in the cerebral vascularization was not reduced. Ancillary devices include a puweisen 6f guide catheter, and phenom 27 microcatheter.

Manufacturer narrative:
H3: product analysis ¿ as found condition: the pipeline flex was returned inside the inner pouch, biohazard bag, and shipping box. ¿ visual inspection/damage location details: the distal and proximal dps restraints were intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were intact, with no signs of elongation. The braid's distal end was not open and frayed. The proximal end of the braid was opened and frayed. No bends were found with the pushwire. No defects were found with the tip coil, distal marker, re-sheathing marker, re-sheathing pad, or proximal bumper. No other anomalies were observed. ¿ testing/analysis: n/a ¿ conclusion: based on the returned device, the customer complaint was confirmed, as the braid's distal end was not open and frayed. The cause of the failure to open could not be determined. Possible causes of failure to open include vessel tortuosity, a damaged braid, or deployment of the braid in the vessel bend. The customer indicated that vessel tortuosity was moderate and the braid was not positioned in the vessel bend, eliminating these as potential causes. It is possible that damage to the braid contributed to the issue of failure to open. The braid can become damaged due to resheathing more than 2 times, over-manipulation, deployment technique, delivering/retracting delivery wire against resistance, or deploying/resheathing the braid against resistance. However, the cause of the braid damage could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.